Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient developed a right middle cerebral artery/ internal carotid artery occlusion. Symptoms began at approximately 1515 on (B)(6) 2024. Log files were sent for review. There were no unusual events recorded in the log file event history. The mechanical circulatory system (mcs) equipment was operating as intended.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient displayed stroke-like symptoms. There were no changes to the patient's anticoagulation status that could have contributed. The patient then underwent an emergent thrombectomy.